Manufacturer narrative:
The insulin pump powered up properly after battery installation. There were no unexpected audio beeps or alarms during testing. There was no moisture damage found on the motor, battery tube, keypad assembly and vibrator assembly. However, the moisture damage was found on the electronics assembly during visual inspection. The device was received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, cracked case at the reservoir tube window corner, cracked reservoir tube window, minor scratches on the lcd window and scratches on reservoir tube window. (B)(4).

Event description:
Customer reported via phone call that the insulin pump has moisture underneath the lcd display. Customer advised the device has malfunctioned and has a constant tone. Customer's blood glucose level was 61 mg/dl. Customer advised there is a crack at the upper right corner of the lcd display. Troubleshooting for the constant tone and the cosmetic damage was performed. Customer could not recall any significant events leading to do damage or moisture. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the insulin pump would be replaced and agreed to return the device for further testing.